Event description:
Boston scientific received information that this device declared elective replacement indicator (eri) after being implanted for three years. It was reported that the left ventricular (lv) epicardial lead threshold was programmed to 2.6 volts at 1.5 ms, with pacing impedance measurements of 298 ohms. The boston scientific sales representative discussed with the patient's physician, that likely the cause of the battery depletion was a result of the of the combination of output and impedances. The patient's physician expected the device battery to last longer. An invasive revision procedure was performed no adverse patient effects and the device and lv lead were successfully explanted. No adverse patient effects were reported with this clinical observation.

Event description:
The device was returned to allow for reliability analysis.

Manufacturer narrative:
At this time the device has not been returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. Visual inspection confirmed tool marks on the header and dried body fluid in the lead barrels. The rv + seal plug was damaged during explant. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.